Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was admitted into the hosp with a broken ankle following a fall. While in the pt was in the hosp, the log file was reviewed and reductions in speed, low flows, and pump stoppage were noted. It was reported that the pt's system controller was exchanged and when the pt was tethered to the power module there was a reduction in speed to 3400 rpm, her pi jumped to 20 and a low flow alarm occurred. Add'l info was received from the vad coordinator that they were unable to obtain x-rays for the pt. After further troubleshooting, the events were reproduced when the pt lied down on her back. The hospital staff suspected internal damage to the percutaneous lead. The pt was left on battery power to prevent short to ground. The pt's pump was exchanged due to hemodynamic instability. The pt remains ongoing with the new lvad.